Manufacturer narrative:
Product ID 37744 lot# serial# (B)(4), product type programmer, patient product ID 39286-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient¿s prior implantable neurostimulator was removed due to an infection. Additional information was requested, but was not available as of the date of this report.

Event description:
It was further reported there was drainage, pain, and an incisional wound opening at the device pocket in the thoracic region. It was noted a culture was obtained at the device pocket/thoracic wound at the time of explant. (B)(6) and (B)(6) were cultured. It was stated both intravenous (IV) and oral antibiotics were used to treat the infection. It was noted that perioperative antibiotics were administered. It was further noted that the infection was resolved with no risk factors.